Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s parent reported via phone call that the customer has had to change the battery in their insulin pump three times over the past 72 hours. Their blood glucose was 12.0 mmol/l. They were disconnected from the pump and performed a self-test. The alarm history was checked and there were several alarms: power loss alarms, replace battery now alarms and pump error alarms. The product will not be returned for analysis.

Manufacturer narrative:
Findings: unit received with missing, serial number label, retainer and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test or occlusion test due to physical damage. Unit received with operating currents within spec and passed self test, rewind, prime/seating test, basic occlusion test and force sensor test. Formatted history file analysis confirmed pump error and pump error due to software error. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage at the power management graph due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.